Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the patient side manipulator (psm) involved with this complaint and completed the device evaluation. Failure analysis was able to confirm the reported complaint upon testing the psm during the sine cycle.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the reported issue and replaced psm #2 to resolve the issue. The system was tested and verified as ready for use. Isi has received the psm involved with this complaint; however, evaluation/investigation has not been completed.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, a message "instrument arm not free to move" appeared after a forceps instrument was installed on patient side manipulator (psm) #2, and the customer was unable to move the insertion axis. An intuitive surgical, inc. (Isi) technical support engineer (tse) confirmed that psm #2 did not hit any other object, and there was no related error in the logs. The customer power cycled the system and performed emergency power off (epo), but the issue was not resolved. The tse advised the customer to disable psm. However, the customer elected to convert the procedure to traditional laparoscopic surgery. Isi followed up with the initial reporter and obtained the following additional information: the issue occurred after ports were placed. The conversion to traditional laparoscopic surgery resulted in an additional port with a diameter of five millimeters being added. The patient tolerated the conversion well without any injury. There was no post-operative complication.